Event description:
Per the clinic, the patient experienced pain around the implant site and episodes of imbalance. Subsequently, the patient was hospitalized for one week (specific date not reported) and treated with IV antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.